Event description:
Caller reported a cartridge alarm 30 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges but noted that the customer had not previously reported similar alarms with the given pump. Although technical support suggested replacing the pump, the customer was unable to receive it before traveling to australia. As a result, the customer decided to continue using the current pump and rely on an alternate method if necessary. The customer was advised to report any further issues or contact technical support upon returning to the united states to proceed with the replacement.